Manufacturer narrative:
Other: for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The pt underwent the stent assisted embolization of a basilar tip aneurysm with no reported clinical consequence or product malfunction or non conformance. At a routine twelve month follow up visit, it was noted that there was a recurrence of the aneurysm that was asymptomatic. At 468 days after the index procedure, a second procedure was performed to occlude the aneurysm. During this second procedure, a further thirty one coils and two stents were placed without clinical consequence to the pt. A post procedure angiogram revealed a raymond scale of 2.